Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lights becomes dim and then shuts itself off occurred due to a problem within a light source. Therefore, the power became intermittent and color bar was displayed. The root cause of the defective light source could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to date, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the user facility that during an unspecified event ,when white balancing, ¿the visera 4k ultra high-definition camera control unit will turn off and on and it will go to color bars¿. No death, injury or harm was reported to olympus.